Manufacturer narrative:
Product ID 3889-28, lot# va1qv7b, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: va1qv7b, ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep): the rep confirmed the hcp was the initial reporter. The lead was explanted on (B)(6) 2019 intact and without visible damage. Patient had a negative work up for her pain. The patient's CT scan was negative other that degenerative changes. Labs and x-rays were also negative along with cultures done of the pocket site. No determination has been made explaining the patient¿s pain. A new lead was placed on the right side on (B)(6) 2019 and the ins remains in place. The lead was not returned for analysis as the, md did not feel returning the lead wasnecessary, hcp felt the device was undamaged and intact. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1qv7b, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep): approximately 2 weeks after post op visit with md; patient ended up in the ER with severe left lower quadrant pain. Patient had complete work up with imaging and blood cultures. No infection present and no abnormalities seen on imaging. Patient¿s pain continued and md made the decision to do a second lead revision and place a new lead back on the right and remove the left lead since this was where the pain was originating from. The patient did not want implant removed due to efficacy, this was offered by md. The lead revision was performed in (B)(6) 2019 with no issue. It was noted patient was ultimately diagnosed with diverticulitis by her gi. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1qv7b, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Patient had original implant done on (B)(6) 2015, and battery and lead replacement on (B)(6) 2019. A new lead was placed on the patient's left side along with a new battery on the right side. The patient had appropriate sensation at less than 2 amps during the new lead placement and also had a normal impedance check post operatively. The patient went home with appropriate sensation on program 1 (3+/0-) at 0.8 amps. The patient had a normal post-operative appointment in the office on (B)(6) 2019, incision was healing well, and patient had increased her stimulation from 0.8 amps to 1.2 amps without issue. Patient stated she had a sudden onset of left hip/left anterior leg pain and went to the emergency (ER) (B)(6) 2019 and was admitted to the hospital. The patient denies any falls/trauma, new medications, or signs and symptoms of infection. CT scan ordered by admitting physician was normal. Sr manufacturer¿s rep and implanting physician saw the patient jointly for evaluation on (B)(6) 2019. During the joint evaluation, an impedance check was performed which was normal. The patient felt appropriate "bicycle seat" sensation on programs 1 at 1.3 and programs 3 at 1.7 which only intensified stimulation in the perineum and did not increase left hip/left anterior leg pain. The physician turned the patient¿s stimulation "off" and the pain did not change. The decision was made to keep the device "off" and re-evaluate the patient (B)(6) 2019 and ultimately have her follow up in the office upon discharge from the hospital. The issue was not resolved at the time of the report. Both the lead and battery listed are still implanted with no known changes in placement or efficacy. It was noted device registration showed the lead explanted (B)(6) 2019. No further complications were reported or are anticipated.